Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain and cramping") in a female patient who had essure inserted for permanent contraceptive tubal implant. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), allergy to metals ("allergic reaction to nickel") and endometriosis ("severe endometriosis"). The patient was treated with surgery (patient underwent hysterectomy on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain, allergy to metals and endometriosis outcome was unknown. The reporter considered abdominal pain, allergy to metals and endometriosis to be related to essure. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Most recent follow-up information incorporated above includes: on 18-apr-2017: quality safety evaluation of product technical complaint. Company causality comment: this spontaneous non-medically confirmed legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and she presented abdominal pain ("abdominal pain and cramping") in the same year of essure insertion. A hysterectomy was performed around 4 years after placement. Additionally the consumer suffered from endometriosis and had an allergic reaction to nickel. Abdominal pain is serious due to its medical importance and it is anticipated in essure's reference safety information. After essure insertion, abdominal, pelvic, back and uncharacterized pain may occur. In this present case, the event occurred after insertion. The reported endometriosis may serve as alternative explanation, nevertheless regarding the event's nature, a contributory role of essure cannot be excluded. This case was regarded as incident, since intervention was required. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain and cramping") in a 40-year-old female patient who had essure (batch no. Ess305/a47953) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not done". The patient's past medical history included toxoplasmosis in 2003, burning micturition and vaginal discharge abnormality. Concurrent conditions included penicillin allergy, drug allergy, drug allergy, drug allergy, allergic reaction to analgesics, lumbalgia, migraine with aura, flank pain, kidney infection and thyroid disorder nos. Concomitant products included ibuprofen (motrin) and vicodin (norco). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced allergy to metals ("allergic reaction to nickel"), acne cystic ("severe cystic acne"), abdominal pain lower ("lower abdomen pain"), back pain ("lower back pain"), pelvic pain ("pelvis pain") and fungal infection ("yeast infection"). In 2012, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required) and endometriosis ("severe endometriosis"). On an unknown date, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (patient underwent hysterectomy on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain, allergy to metals, endometriosis, dysmenorrhoea, dyspareunia, abdominal pain lower, pelvic pain and fungal infection outcome was unknown, the acne cystic and vaginal discharge was resolving and the back pain had not resolved. The reporter considered abdominal pain, abdominal pain lower, acne cystic, allergy to metals, back pain, dysmenorrhoea, dyspareunia, endometriosis, fungal infection, pelvic pain and vaginal discharge to be related to essure. Most recent follow-up information incorporated above includes: on 30-may-2018: pfs received:the event essure confirmation test not done added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain and cramping") in a 40-year-old female patient who had essure (batch no. A47953) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included toxoplasmosis in 2003, burning micturition and vaginal discharge abnormality. Concurrent conditions included penicillin allergy, drug allergy, drug allergy, drug allergy and allergic reaction to analgesics. On (B)(6) 2013, the patient had essure inserted. In march 2012, the patient experienced allergy to metals ("allergic reaction to nickel"), acne cystic ("severe cystic acne"), abdominal pain lower ("lower abdomen pain"), back pain ("lower back pain"), pelvic pain ("pelvis pain") and fungal infection ("yeast infection"). In 2012, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required) and endometriosis ("severe endometriosis"). On an unknown date, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (patient underwent hysterectomy on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain, allergy to metals, endometriosis, dysmenorrhoea, dyspareunia, abdominal pain lower, pelvic pain and fungal infection outcome was unknown, the acne cystic and vaginal discharge was resolving and the back pain had not resolved. The reporter considered abdominal pain, abdominal pain lower, acne cystic, allergy to metals, back pain, dysmenorrhoea, dyspareunia, endometriosis, fungal infection, pelvic pain and vaginal discharge to be related to essure. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs and medical record received: reporter information, patient details, other relevant history, product information, severe cystic acne, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse, vaginal discharge, lower abdomen pain, lower back pain, pelvis pain were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain and cramping") in a 40-year-old female patient who had essure (batch no. A47953) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not done". The patient's past medical history included toxoplasmosis in 2003, burning micturition and vaginal discharge abnormality. Concurrent conditions included penicillin allergy, drug allergy, drug allergy, drug allergy, allergic reaction to analgesics, lumbalgia, migraine with aura, flank pain, kidney infection and thyroid disorder nos. Concomitant products included ibuprofen (motrin) and vicodin (norco). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2012, the patient experienced allergy to metals ("allergic reaction to nickel"), acne cystic ("severe cystic acne"), abdominal pain lower ("lower abdomen pain"), back pain ("lower back pain"), pelvic pain ("pelvis pain") and fungal infection ("yeast infection"). In 2012, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required) and endometriosis ("severe endometriosis"). On an unknown date, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (patient underwent hysterectomy on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain, allergy to metals, endometriosis, dysmenorrhoea, dyspareunia, abdominal pain lower, pelvic pain and fungal infection outcome was unknown, the acne cystic and vaginal discharge was resolving and the back pain had not resolved. The reporter considered abdominal pain, abdominal pain lower, acne cystic, allergy to metals, back pain, dysmenorrhoea, dyspareunia, endometriosis, fungal infection, pelvic pain and vaginal discharge to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-jul-2018: quality safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain and cramping") in a female patient who received essure for permanent contraceptive tubal implant. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient started essure. In 2012, the patient experienced abdominal pain (seriousness criteria medically significant and clinically significant/intervention required), allergy to metals ("allergic reaction to nickel") and endometriosis ("severe endometriosis"). The patient was treated with surgery (patient underwent hysterectomy on (B)(6) 2016). Essure was withdrawn. At the time of the report, the abdominal pain, allergy to metals and endometriosis outcome was unknown. The reporter considered abdominal pain, allergy to metals and endometriosis to be related to essure. Company causality comment: this spontaneous non-medically confirmed legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and she presented abdominal pain ("abdominal pain and cramping") in the same year of essure insertion. A hysterectomy was performed around 4 years after placement. Additionally the consumer suffered from endometriosis and had an allergic reaction to nickel. Abdominal pain is serious due to its medical importance and it is anticipated in essure's reference safety information. After essure insertion, abdominal, pelvic, back and uncharacterized pain may occur. In this present case, the event occurred after insertion. The reported endometriosis may serve as alternative explanation, nevertheless regarding the event's nature, a contributory role of essure cannot be excluded. This case was regarded as incident, since intervention was required. A product technical analysis is being sought. Further information will be obtained through the litigation process.